Event description:
Per the field clinical specialist (fcs) report, during a transapical tavr procedure a frozen leaflet was noticed on the tee after the deployment of a 23mm sapien valve in a 50:50 position. The pressure slightly recovered with manipulation from the pigtail dislodging the leaflet; however, the leaflet did not seem to be coapting properly on tee and the diastolic pressure was 20mmhg. A 2nd valve was deployed just distal to the 1st valve under rv pacing. The valve was then post dilated due to moderate paravalvular leak (pvl) in between the 1st and 2nd valve, leaving trace pvl. The final result was excellent and patient's pressure recovered to 134/58. The patient was transferred in stable condition to the recovery unit.

Manufacturer narrative:
Investigation of the event is ongoing.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Malposition of the valve has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Despite multiple requests, the fluoroscopy and echocardiogram images of the tavr procedure were not available for edwards lifesciences to review. Without imaging, patient factors (native valve calcification), and procedural factors (imaging intensifier angle, valve deployment position, confirmation of leaflet motion restriction or overhang), cannot be confirmed/assessed. In this case, the exact cause for the reported event cannot be determined. Per the information received, the valve was deployed as recommended. It is possible that patient factors such a long native leaflets or as reported, severely calcified aortic valve leaflets, in combination with unappreciated procedural factors caused or contributed to this event. As reported, a second valve deployed in a more distal position resolved the event. The device is not available for evaluation as it remains implanted in the patient. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.